Event description:
The mfg rep reported the device was explanted due to high impedance readings and pt report of shooting pain and shocking; even when the ipg was turned off. The lead appeared to be in proper position when examined under fluoroscopy. The product was retrieved and returned for analysis.

Manufacturer narrative:
Final device analysis results reveal that multiple conductors/wires are broken; two conductor wires were fractured 10.2 cm from the distal tip; one conductor wire was broken 11.5 cm from the distal tip.